Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has recently reached end of life (eol) after approximately four years. Premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has recently reached end of life (eol) after approximately four years. Premature battery depletion is suspected. This device was subsequently explanted. No additional adverse events.

Event description:
This supplemental report is being filled to include additional information that this device was explanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.